Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and performed all leak tests and a complete function check of the iabp. The fse was unable to duplicate the reported alarms. The fse tested the iabp with a system trainer and balloon. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, they received "leak in iab circuit" alarms, followed by a "rapid gas loss" alarm. No adverse event has been reported.